Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 551 mg/dl. The customer treated with a manual insulin injection. Troubleshooting was done. The mother of the customer reported that there were air bubbles in the reservoir and infusion set of the insulin pump. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised that the insulin pump was working as designed. No additional information was provided.